Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported. Additional information was requested; however, no further information was received.